Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, upon interrogation, it was observed that the right atrial (ra) lead exhibited high pacing impedance, low p-wave amplitudes, oversensed noise that led to pacing inhibition, far-r oversensing, myopotential oversensing, and high capture thresholds. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.